Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a 59 mm thoracic aortic aneurysm. The patient had a complete debranching procedure done before the index procedure. The physician had planned to cover the aorta from the left subclavian artery (lsa)  to 3 cm above the celiac trunk. It was reported during the index procedure, the first vamf4242c150te device became stuck in the outer curve of the aortic arch due to the anatomy. The physician tried to pass gently a few times and then decided to retrieve the vamf4242c150te device to do a guide wire exchange. The patient's blood pressure dropped low and the patient suffered a cardiac arrest. An aortic rupture was diagnosed with angiography. The guide wire was changed and the physician decided to place the vamf4242c100te device near lsa and vamf4242c150te as an extension. No ballooning post dilatation was done. No big shedding of blood were seen with angiography, but it could be seen with us. It was reported the patient expired on (B)(6) 2022. The cause of the rupture and death were not provided. No additional clinical sequelae were reported and the patient expired.

Manufacturer narrative:
Other relevant device(s) are: product ID: vamf4242c100te, serial/lot #: (B)(4), ubd: 17-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the cause of death was due to the aortic rupture related to the procedure. The rupture was related to the procedure itself, not related to the valiant captivia devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the aortic rupture leading to the patient's death could not be assessed on the films provided; therefore the cause of the events could not be determined. Procedural angiograms and immediate post-implant CT's were not available for a thorough analysis of the reported aortic rupture and stent graft in-vivo configuration. As noted by the physician, the cause of the rupture leading to the patient's death was procedural related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.